Event description:
Loss of osseointegration - no thread tap used, primary stability was achieved, implant wasn't completely covered by bone, preceding/simultaneous bone augmentation, mobility, resumption of treatment on peri-implantitis ((B)(6) are same patient).